Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failure of drawer 4.2 was observed. The drawer failure affected normal operation of the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) observed a cubie failure that had been recovered by the customer. It was apparent that the drawer was difficult to close. Upon inspection, failing slides were found. The half-height drawer was replaced, but the new drawer was not detected. The pyxibus module controller was determined to be dead on arrival and was replaced. The customer requested clips for additional racks to be added to an unspecified auxiliary tower. Eight clips were provided. Cleaned and inspected. The system functioned as intended after the field service engineer repaired the device.